Manufacturer narrative:
Correction to previous g3: date received by MFR: update date to 02/28/2025. Additional information: h6, h11. H11: the device was not received for evaluation and the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. This was further described as "finished the programmed antibiotics, however when the delivered volume was checked, the pump delivered volume was 149 cc and the bag was 250 cc. Epic "intake and output" (I&o) was checked, and the correct documentation was sent from the IV pump". There was no report of patient injury or medical intervention associated with this event. No additional information is available.